Event description:
Medtronic received information that during use of an autolog washkit, it was reported that the collected blood could not be processed. The surgery department reported that the previously assembled patient cell saver was used in the context of a trauma code. Equipment failure was evident with the exit outside the bell and below the equipment. There were re-positions but when it was reviewed, the bowl was observed to be split. Therefore, despite having friction, the blood collected could not be processed. The device was replaced by another manufacturer's device to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that a crack was observed on the top part of the bell. The customer stated that the equipment sounded loud. A leak was observed and the fluid leaked to the lower part of the equipment. The leak occurred during the blood processing. The equipment continued to malfunction. An unplanned blood transfusion was not required. Additional info h6: updated the annex a code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.